Manufacturer narrative:
Synergy ous mr 3.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a shaft break at approx 88cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 31-mar-2023. It was reported that crossing difficulties were encountered. The patient underwent percutaneous coronary intervention (pci) of a very tortuous target lesion. A 3.50 x 20 synergy drug-eluting stent was advanced for treatment; however, it was very difficult for the stent to approach the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed a hypotube shaft break at approximately 88cm distal to the distal end of the strain relief.